Event description:
Prophylactic removal of lap-band system due to pericarditis of unk origin. Pt presented unwell, septic infection precipitated by presence of lap-band or unk cause. Prophylactic removal of lap-band system required.